Manufacturer narrative:
(Date of event): information unclear lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 22, 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter¿s display had missing segments. The medical surveillance specialist (mss) was unable to reach the lay user/ patient for follow-up questions. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at an unspecified time on (B) (6) 2010. The cca documented that the patient manages her diabetes with oral medication. The patient confirmed that alleged issue did not cause her to change her usual diabetes regiment. On (B) (6) 2010 at 11:45 am, the patient reported going to a doctor¿s office visit. The reason for the doctor¿s visit is not known. The patient¿s blood glucose was reportedly tested on the hospital/clinic meter and obtained a result of ¿419 mg/dl.¿ the patient claimed that she received a treatment of insulin and 1000 mg of metformin from the health care professional. Two to three days after the alleged meter issue began, the patient claimed that she developed symptoms of ¿shaky hands, perspiration, and hives.¿ the patient stated that the symptoms were ¿due to the medication being too strong.¿ it was not specified if the medication the patient was referring to was the insulin treatment that she received at the doctor¿s office or from another unspecified medication. It is not known if the patient attempted to test her blood glucose on any meter or if she performed/received any medical treatment in response to her symptoms. During the troubleshooting session, the cca documented that there was no report of misuse on the subject meter. Per protocol, replacement meter and supplies were sent to the patient under a related (B) (4). Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she developed symptoms suggestive of a serious injury after the alleged me